Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed a drop in intrinsic r-wave amplitude and pacing impedances. The lead was also oversensing atrial activity which was leading to pacing inhibition. It was determined that the lead had dislodged. The patient underwent a lead revision procedure where the lead was explanted. The lead was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly analyzed. Dried blood/body fluid was noted in the lumen. The conductor coils were noted to be deformed. There was an impression in the insulation 383 millimeters from the terminal pin. The tip and tines were intact and undamaged. The lead was determined to have been electrically continuous. The clinical observations were not able to be confirmed.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.